Event description:
It was reported that exit block was observed. The right atrial lead capture threshold was greater than 7.5 v due to lead dislodgement. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.